Event description:
It was reported the scs system was turned off due to an unrelated surgical procedure. The pt later attempted to turn the stimulation on and the pt programmer would not communicate. The ipg was previously charged on (B)(6) 2013 prior to the surgery. Follow-up revealed the sjm rep confirmed the ipg would not communicate with the pt programmer, charger nor with the spare device. Surgical intervention will be undertaken to replace the ipg. The pt is awaiting clearance.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.